Manufacturer narrative:
Nc076946/sr61706:motor smr2182390 (error 1) defective, replaced with smr2284874. Charger, contra angle 149175 (2021), motor cable, foot control 196692 was deep investigated with the result that no fault has been found. Complete check without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Root cause: user technique problem. Micromotor defect. Error code 1. Replaced.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that vdw. Silver reciproc stops during treatment. No injury occurred.